Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient went to the emergency room (ER) and was diagnosed with diabetic ketoacidosis (dka). For treatment, the patient received (IV) intravenous fluids. The patient was dehydrated and their calcium levels were high. The patient was discharged after 8 hours.